Event description:
Patient's hip replacement device that was implanted on (B)(6) 2010 broke, and patient was taken back to the operating room for replacement on (B)(6) 2010. Dates of use: (B)(6) 2010. Diagnosis or reason for use: femur fracture.